Event description:
Reporter indicated that a patient has not experienced efficacy from vns therapy. It is unknown if the settings have been changed in effort to increase efficacy, and the patient stated that vns settings have not been increased due to patient's coughing, voice alteration, and pain during stimulation. The patient reported that she may have the vns devices explanted due to the lack of efficacy. The patient also reported that she has experienced depression for 40 years and no treatment has been effective.